Event description:
I had mcghan style 68 mp 420 cc, lot 1321711 and mcghan 68 mp 420 cc, lot 1321708 implants in (B)(6) 2007. I developed autoimmune disease, hashimoto, hormone imbalances, extreme exhaustion, 3 week long periods, severe migraines, sound and light sensitivity and more. I have recently had them removed. Other women need to be notified of these dangers so I am reporting this.